Event description:
The customer reported that she activated a new pod at midnight and her bg's were consistently high (306-416mg/dl) through 4:30pm the next day. A manual insulin injection was administered which was successful in lowering her bg's. No alarm was reported, but blood was seen in the cannula. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.